Event description:
A medtronic representative reported that when he unplugged the s7 system to bring it in the operating room, the software became unresponsive. The system power remains on and the ups doesn't beep. In order to unfreeze the computer, the rep had to do a few hard reboots. The first couple times he could hear the computer fan power cycling. When the system boots fully, the software functions as expected. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
There was no patient present. The system was tested onsite by medtronic personnel who found that when they bypassed the ups and plugged the computer directly into the wall, the computer continued to power cycle. Therefore, a RMA was issued for the return of the computer. The returned computer was found to initially power on successfully. System boots to login screen as expected. Launching cranial app and tracking em successful. System performance normal. After extended run time (>3hrs) and system still performing as expected. Exit app, shutdown system. Wait 3 minutes, reapply power. System is now power cycling approximately every 5 seconds. Found one ram card not locked it its slot. Reseat and secure all ram cards. System again boots normally and system performing as expect. Multiple reboots have successful results. After system running cranial w/glxgears for several hours, exit app, launch framelink successfully. When exiting the app the system power cycled and started to reboot. System then power cycled every 5 seconds as before. After cooling the system is stable again. After running the system in an application for 30 minutes then exit, system functioning normal. Due to the intermittent functionality experienced, the computer was scrapped. The computer was replaced at the site and the system was found to be fully functional.